Event description:
It was reported that the user experienced repeated occlusion alerts with blood glucose reported at 401 mg/dl on the ilet that persisted despite multiple resume attempts and resolved only after a full supply change; the event was associated with obstruction of insulin flow and involved the connector/coupler component of the infusion set. Symptoms included sweating/hot flashes, and shaking/tremors associated with high blood glucose. Outcomes included no medical intervention, health consequences or impact. Customer care provided troubleshooting and follow-up communication. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.